Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a high blood glucose (bg) of 400 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital 5 hours later with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.